Event description:
Boston scientific received information that during a device upgrade procedure, this chronic right ventricular (rv) pace/sense lead was stuck in the competitor device header. During effort to remove the lead from the header, the terminal pin separated from the lead body, and the inner coil was stretched. The lead was finally removed from the device. A portion of the lead was removed and the remainder of the lead was left inside the patient. Another rv lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, this lead was thoroughly tested. The portion of the lead that was returned was the proximal segment, which included the terminal pin and 45mm of lead body. The observation that the terminal pin was separated from the lead body could not be confirmed. The inner coil was stretched near the severed location. There was blood/body fluid in the lumen.